Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. It was unable to perform displacement test due to motor error alarm device had minor scratched display window and scratched case. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during rewind and there were some motor error alarms in the alarm history. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.